Event description:
Medtronic received a report that the surgeon used ped-500-35 to treat the patient's left ophthalmic artery segment with a wide-necked irregular aneurysm. Due to the tortuosity of the blood vessels, the system was pushed to go upper to m1. It was planned to pull back and anchor the stent after opening in m1 straight section. However, the distal stent did not open as expected in the straight segment of m1. The surgeon tried to deployed the stent more than 10 mm, but it still could not be opened. The surgeon tried to resheath and deploy the stent twice, but the stent still could not be opened. The surgeon deployed the stent and pulled it back to the end of the internal carotid artery, but still found that the stent could not be opened. Burrs were found on the tip of the stent, so it was resheath and removed with the microcatheter and ped-500-30 was used for treatment. The stent was successfully opened and the operation was successfully completed. The middle part of the pipeline had been positioned in a bend. Less than 50%  of the pipeline had been deployed when it failed to open. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU.   The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm with a max diameter of 8.68mm and a 4.69mm neck diameter. Landing zone was 3.85mm distal and 5.12mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, pru level was normal. Angiographic result post procedure showed slowing blood flow.   Ancillary devices include a ev3 phenom27 microcatheter (lot# 227259326).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not opened.

Manufacturer narrative:
H3: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.